Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's family reported that the patient's heart rate is lower than normal, and that the patient's blood pressure is "very low". It was reported that there is concern that the pacemaker is "not working." Records indicate that the pacemaker remains in use. There were no patient complications reported as a result of this event.